Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported by customer that the reservoir compartment has missing plastic and was chipping away. The customer also reported that the battery compartment had crack along the side where the threading goes. The customer stated that the belt clip broke and insulin pump might have been bumped. The customer's blood glucose was unknown at the time of incident. Customer advised to discontinue use of the pump and revert to a back-up plan. Advised the insulin pump will need to be replaced. The insulin pump was returned for analysis.